Event description:
Event description cpi received information that this implantable pulse generator (ipg) was pacing at a rate other than what it was programmed to. The ipg could not be reprogrammed or magnet tested. The ipg was explanted. Cpi minimum longevity at nominal settings with a 500 ohm lead is 42 months. Cpi does not know the implant parameters or the lead resistance throughout the implant life of the system.